Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon is inside my body, pushed in without removing the tube [foreign body in reproductive tract]. Pushed the tampon directly into my body without removing the tube [device deployment issue]. Case description: consumer reported via chat that she pushed tampon directly into body without removing the tube, tampon inside body. No serious injury reported.